Event description:
During a phacoemulsification procedure there was an aspiration surge from this unit which caused a broken capsule, resulting in the need for the physician to perform an unplanned vitrectomy. There was no report of additional pt injury.